Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach. The vacuum source was medela and the vacuum pressure before the procedure was 550 mmhg. Lubricant was used to facilitate placement of the capsule but it is not known if any lubricant got into the capsule chamber. The patient did not suffer from any adverse event during the procedure. The delivery system and the capsule will be returned to given. There was no harm caused to the patient and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. This bravo user has been using this procedure for 5 years.